Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus service operation repair center (sorc). Sorc inspected the subject device and found malfunction of the main electrical board of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that there were service records for the device, but the main electrical board had not been repaired. The main electrical board was being in operation for more than six years. The exact cause of the reported phenomena could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to the malfunction of the main electrical board due to aging deterioration.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a procedure with the device, the device was turned off. Other detailed information was not provided. There was no report of patient injury associated with the event.